Manufacturer narrative:
H10: the field service engineer (fse) went to the customer site on 07apr2023. Following the 07apr2023 onsite visit, the fse called the customer on 17apr2023 to check on the device status. The customer informed the fse that the system was not presenting the initially reported respiratory rate issue. In a good faith effort (gfe) response from the customer received on 03may2023, it was provided that the device was in use at the time the device issue was found. The customer confirmed that there was no patient harm, and the patient information was asked but unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was detecting respiration rate incorrectly. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) spoke with the customer who requested an onsite check of the device. The field service engineer (fse) went to the customer site and downloaded the log from the device. Upon first examination of the log no errors were found. The fse determined that a more thorough check of logs is required. The simulator test showed no measurement different on the set/measured respiratory rates.